Event description:
As reported by the user facility: reports the pump was beeping for a high pressure alarm. The nurse went to open the vent on the drip chamber of the tubing set to reduce some of the pressure. While opening the vent, the vent fell out spilling chemo. The chemo medication used was gemzar. There was no pt injury as a result of this occurrence.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. W/o the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. All available info has been forwarded to the device MFR of the drip chamber. If add'l pertinent info becomes available, a f/u report will be filed.